Event description:
It was reported that there was a force sensor bridge failure that appears to be in the main board. The event occurred multiple times during setup. There was a delay of therapy. There was patient involvement, but no harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair with complaint of force sensor bridge failure. Alarm history was reviewed, confirming the customers complaint. Service history was reviewed and found no repairs in the last 13 months. The issue was caused by a faulty force sensor offset circuit on the main printed circuit board (pcb). The force sensor and force sensor pcb were replaced. The pump was recalibrated and passed testing.